Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility.

Event description:
Additional information was received from the facility. During a colonoscopy, the lens did not rinse (no continuous flushing). The intended procedure was completed with the same device with no surgical delay. There was no impact on the patient. The nozzle was only a few millimeters in size and not sharp and would disappear naturally. This incident may have happened during the procedure but probably earlier in the washing machine where the channel was being purged under pressure. After disinfection, there was no check by the facility whether the nozzle was still present (the facility would check before the procedure whether light and insufflation were good but would not demonstrate the lack of the nozzle). One (1) machine was checked and there was no nozzle on the filter. The nozzle would not be able to pass in the filer. The other machine would be checked. It was unlikely during the washing procedure if the nozzle was not in the filter (still possible if the filter was cleaned and one did not pay attention as the nozzle was very small). The nozzle could also still be done during the pre-cleaning. The filter would not stop the nozzle. If the nozzle was not in the other washing machine, then probably during the flushing channel during the pre-cleaning/or during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported event was likely caused by the following: since pre-cleaning was not performed immediately after procedure, foreign material became difficult to remove from the auxiliary water channel. The auxiliary water channel was insufficiently reprocessed. Other than sterile water was used as auxiliary water. Since the subject device was used for procedure while the auxiliary water tube or auxiliary water inlet cap was not attached to the auxiliary water inlet, foreign material flowed back into the auxiliary water channel. Finally, since the foreign material was unable to be removed, the specific foreign material is unknown. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ ¿note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur, and equipment damage or patient injury may result.¿ ¿operation manual: air/water feeding and suction: auxiliary water feeding: when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet.¿ ¿reprocessing manual: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ ¿reprocessing manual: precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the nozzle on the evis exera iii colonovideoscope was missing. The issue was detected during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the auxiliary water channel was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the auxiliary water channel was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The visual inspection detected that the nozzle had fallen from the nozzle insertion hole. The water was properly emitting forward from the distal end nozzle but without water contact with the objective lens surface. The auxiliary water supply direction was inspected, and no water was emitting forward from the distal end of the endoscope due to clogging. The air leak inspection did not show any water leakages. The bending section cover was worn out. The charge-coupled device cover lens was cracked. The light guide rod lens was chipped. The charge-coupled device cover lens and the light guide rod lens glue was peeled off. The scope cover was slightly scratched. The universal cord had slight wrinkles. The scope connector electrical contact was slightly discolored. The scope connector water mouthpiece was loosened. Variable stiffness range was out of specification. Angulations were out of specification. Insulation resistance value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.